Event description:
Unomedical reference number (B)(4). Event occurred in colombia on (B)(6) 2024, the patient's mother reported that they replaced the damaged infusion set as the pump alerted her to a blocked insulin flow due to which the blood glucose level went up to 400 mg/dl and she changed the infusion set to resolve the issue. Currently, his blood glucose level was 186 mg/dl. No further information available.